Manufacturer narrative:
(B)(4). Advancer. Additional information was requested and the following was obtained: which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torque or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Asku. The analysis results found that one device was received with the tissue stop out of its intended position. Upon firing of the device, the clips did not fully advance into the jaw causing malformed clips. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found to be bent leading the found feeding issues and causing that tissue stop to lose its intended position. However, it could not be determined what may have caused the condition of the tip of the advancer. Please note that this condition is unrelated with the event reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were coming out unformed and had to be removed with a grasper. Another device was used to complete the procedure. No adverse consequences reported.